Event description:
The device was placed (B)(6) 2011. During insertion ,there was an event have great discomfort during placement, but the procedure was completed. Pain and bleeding continued to intensify over the next couple of days. The situation and my health continued to deteriorate over the months. Bleeding was very heavy with large clots. I bled for over 7 1/2 months straight. Cramping, pelvic pain was comparable to child labor. Pain moved into my back just as viciously. Joint pain, especially in the hips, down my legs causing tingling in my feet. It hurt to walk, to move, there were times I could not move. Achy all over. Chest pain. I was experiencing vertigo, headaches, intermittent elevated temperatures with sweats and chills, extensive bloating and weight gain. Depression, mood swings, anxiety, incredible fatigue, extreme dry eyes and twitching of them. I felt I was dying a slow death. After many doctor visits and testing, the devices were removed via a double salpingectomy on (B)(6) 2012. Symptoms began disappearing in as soon as days following removal. Still unknown if the removal was 100% cure as of now but it certainly helped me gain my life back for a some time. (B)(4).